Manufacturer narrative:
The implanting clinician explained to the clinical representative that the patient claimed the area was itchy and inadvertently pulled the tail end of the lead. The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting a non-sterile device, not using antibiotics, and using inappropriate tools have been ruled out as potential causes. However, the patient interfered with the wound site. Stimulator is used for the treatment of pain. The cause of the erosion is user error due to patient non-compliance to the IFU.

Event description:
On (B)(6) 2021, the implanting clinician performed an explant procedure to remove the stimulator.